Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The tactra was explanted and replaced with an inflatable prosthesis. No patient outcome was reported.

Manufacturer narrative:
Updated: evaluation method codes, evaluation result codes, evaluation conclusion codes the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The tactra was explanted and replaced with an inflatable prosthesis. No patient outcome was reported.